Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xtw (lot: 40515r1018) was chosen for implantation and was deployed in a central position. A second xtw (lot: 40515r1011) was then chosen for implantation to further reduce mr. When trying to position the clip to treat the lateral commissural jet, the clip became caught in the chordae. The clip arms were inverted, which caused the clip to contact the first implanted xtw clip, resulting in the first implanted xtw clip detaching from and tearing the anterior leaflet (single leaflet device attachment (slda). The second clip was able to be freed from the chordae and removed from the anatomy, however chordal damage occurred. A third ntw mitraclip was then implanted successfully in the lateral commissure. The procedure ended with mr reduced to grade 3+. The patient was reported to be discharged.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (caused damage) and difficult to remove from anatomy were due to procedural circumstances. The reported tissue injury was a cascading effect of the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.